Event description:
Healthcare professional reported "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, d1, d2, d4, d6a, d6b, g4, h4, h6.

Event description:
Healthcare professional later reported "prosthesis ruptured is for the other side". Therefore, the event of rupture will be unreported. This record is for the left side. The device was explanted.